Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified vessel. A 6.0 x 20, 75cm mustang balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device and no patient complications were reported.